Manufacturer narrative:
Investigation summary: bd received one photo for investigation. The photo was reviewed and shows the unit label for a single tube. Stopper creep-out is not displayed. Therefore, a total of 29 retained samples were functionally tested for stopper function defects and 19 failed testing. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: stopper function. Bd has initiated further root cause investigation relating to the issue of stopper function through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using the bd vacutainer® serum blood collection tubes, five (5) tubes exhibited the cap no fitting tightly after being filled. No adverse impact was reported regarding the patient or user.

Event description:
It was reported that when using the bd vacutainer® serum blood collection tubes, five (5) tubes exhibited the cap no fitting tightly after being filled. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.